Event description:
It was reported that the device was removed due to a reset anomaly.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reset occurred due to a power on reset during an automated capacitor maintenance operation performed prior to implant. Analysis found an anomaly in a hv capacitor connection.